Manufacturer narrative:
This event occurred in (B)(6). Lot number - the complained samples from the first and second patients were tested using tsh reagent lot number 311038. The complained samples from the third and fourth patients were tested using tsh reagent lot number 328081; (expiration date unknown).

Event description:
The customer stated that they received erroneous results for four patient samples tested for the elecsys tsh assay on a cobas e 411 immunoassay analyzer and a cobas 8000 e 801 module. Erroneous results were reported outside of the laboratory for samples from the first two patients. It was asked, but it is not known if erroneous results were reported outside of the laboratory samples from the third and fourth patients. A sample from the first patient was initially tested on the e 411 analyzer, resulting with a tsh value of 9.84 uiu/ml accompanied by a data flag. This sample was sent to another laboratory and tested on an e 801 analyzer, resulting as 9 uiu/ml. The patient went to a (B)(6) hospital a few days after (B)(6) 2018 and a second sample was collected from the patient. The second sample was tested on an abbott architect analyzer, resulting as 2.9 uiu/ml. The customer suspects that the complained patient sample contains an interferent which affects the roche tsh assay. A sample from the second patient ((B)(6) female) was initially tested on the e 411 analyzer, resulting with a tsh value of 9.09 uiu/ml accompanied by a data flag on (B)(6) 2018. This sample was sent to another laboratory and tested on an e 801 analyzer, resulting as 9.05 uiu/ml. The sample was also sent to another laboratory for testing on an abbott architect analyzer, resulting as 6.7 uiu/ml. On (B)(6) 2018, the patient had a second sample collected and tested in another laboratory with an unknown method, resulting as 2.7 uiu/ml. A sample from the third patient resulted with a tsh value of 6.62 uiu/ml accompanied by a data flag when tested on the e 411 analyzer on (B)(6) 2018. This sample resulted with a tsh value of 4.7 uiu/ml when tested on an abbott architect analyzer. A sample from the fourth patient resulted with a tsh value of 5.87 uiu/ml accompanied by a data flag when tested on the e 411 analyzer on (B)(6) 2018. This sample resulted with a tsh value of 4.3 uiu/ml when tested on an abbott architect analyzer. No adverse events were alleged to have occurred with the patients. The normal tsh reference range for the roche assay used by the customer is 0.270 - 4.20 iu/ml. The normal tsh reference range for the abbott architect assay is 0.2 - 4.9 iu/ml. The serial number of the e 411 analyzer at the customer site was (B)(4). The serial number of the e 801 analyzer used at the other site was asked for, but not provided. The field service engineer checked adjusted the sample probe of the e 411 analyzer and changed the pinch tubing. He ran performance testing.

Manufacturer narrative:
The analysis of the information and data provided indicate a general reagent issue can most likely be excluded. The investigation did not identify a product problem.  The cause of the event could not be determined.  The observed difference in tsh values generated between the two different methods is related to the fact that assays from different vendors can generate different values. This difference is related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used.

Manufacturer narrative:
The erroneous results were reported outside of the laboratory for the third and fourth samples.